Event description:
It was reported the customer's awoke with the insulin pump alarming button error. Customer's mother reported the buttons may have been pressed more then three minutes. Customer's blood glucose was 212 mg/dl. Customer's mother reported she did not recall any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.